Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that during an initial total knee arthroplasty, the juggerstitch needle bent then fractured. Initially, the surgeon did not notice that the needle had fractured. Later, the patient complained of pain; therefore, an xray was taken which revealed that the distal part of the needle was left in the patient's knee. The patient was revised 10 days after the initial procedure to remove the fragment. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: -initial procedure noted no complications -1 week postop- pain, foreign body on xray, recommended removal -foreign body removal 1 week later -8 week post removal- improved motion and strength, home exercising additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The tip of a juggerstitch was returned. As seen in the photos marked fractured tip, the tip is fractured and the rest of the device was not returned. X-ray was provided and reviewed by a health care professional. Review of the available records identified presence of metallic density needle in the posterior left knee joint recess. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.